Event description:
It was reported that the preloaded intraocular lens (iol) cartridge broke during insertion. There was patient contact with lens and cartridge. The lens was not damaged and implanted. Through the investigation of the returned gib00 unit the reported cartridge issue was confirmed to be at the tip of the cartridge. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted, therefor not explanted. Initial reporter name and address: telephone number: (B)(6). Device evaluation: visual inspection under magnification revealed that the smartload was received with the dk9000 inserter attached. The cartridge tip could be observed to be cracked. Inspection of the external assembly revealed no issues that could contribute to the observed cracked cartridge tip. The complaint issue of dc-cartridge crack was identified during product evaluation; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.